Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine, dose and concentrations not reported via an implantable pump. The indications for use were non-malignant pain and multiple back operations. The patient's medical history included sickle cell anemia. The patient's pump was alarming. The patient missed their scheduled refill. The patient stated their last refill was 3 months ago. The patient had been trying to work with the physician's office to get in since the pump started to alarm. The patient's physician's office had stated that they were trying to sort out an insurance issue before they could get the patient in for a refill. The patient stated they were sick. On (B)(6) 2016 the patient further reported that they were having issues finding a new physician that takes the patient's insurance. The patient's pump was critically alarming. The patient was due for a refill in (B)(6). The patient said the refill as missed due to insurance reasons. The patient had been paying cash for their refills. The patient's new physician would not take cash payments. The patient went to the ER (emergency room) for an IV. The patient was provided with physician listings. On (B)(6) 2016 the patient was not finding a physician that accepts the patient's insurance. The patient further stated they were feeling a shocking pain in their arms and legs and this was not new. The patient's pump was making a siren sound and critically alarming. On (B)(6) 2016 the patient reported that they had their device because they used to be in a lot of pain. The patient stated that they were still feeling ok so the patient did not think their pump was completely empty. The patient was frustrated that no one could help her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.